Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an unrelated surgery the lead was inadvertently damaged. This resulted in extremely high pacing threshold. The physician decided to watch and see if the threshold improved; when it did not, the decision was made to remove and replace the lead. No patient complications have been reported as a result of this event.